Manufacturer narrative:
External insulation abrasion was noted at 19.0-20.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. The inner coil was exposed at this location, consistent with the observation from the field of noise.

Event description:
It was reported that noise on the ventricular lead pace/sense vector was observed via merlin.net transmission. Reprogramming changes were made and the lead remains implanted.

Event description:
New information received notes that the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.